Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the customer reported issue. The fse replaced the proximal set up joint (suj) to resolve the error 32100. The system was tested and verified as ready for use. Isi has received the proximal suj unit, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation did not reveal any errors during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a recoverable fault on arm 3 was displayed. The customer informed the technical support engineer (tse) that they were getting a repeated recoverable fault and then a non-recoverable fault for arm 3. The customer did not get the error number and logs were not available as the system was not connected to the network. The customer then stated that arm 3 became frozen and they had to disable arm 3 and continued with the procedure with only three arms. The tse had the customer sent pictures of the event logs. The error logs that were sent did not have any arm 3-related errors. The customer would like the field service engineer (fse) to follow up as soon as possible with the front operating room (or). The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suj involved with this complaint and completed the device evaluation. Failure analysis investigation did not reproduce the customer reported failure ¿error 32100 and 307¿. However, the error/fault was confirmed via field logs. The unit was tested on the pftp and passed a test. Issue could be intermittent by observation of fe logs. As a precaution the horizontal harness and axes controller setup (acu) will be replaced.

Event description:
Refer to h10/h11 for follow-up information.